Manufacturer narrative:
The device has been returned for evaluation. However, it has not yet been completed.

Event description:
The event involved a plum 360 pump where it was reported that both lines a + b were infusing, both a + b leeds flashing, however line b under infused, only delivered 22m of the requested amount. The status of the product at the time of event was during infusion of oxaliplatin. Additionally it was stated that the programming entered for the infusion for line b was 250ml/hr, vtbi 500ml, 2hrs. The amount of fluid in the bag for line b was 500ml. The fluid/medication was expected to be left in the container was 0ml, 500ml to be given. The fluid/medication left in the container was 477.6ml, (total 22.4ml). The event was discovered after a line had been infused. The tubing was not isolated after the event as it was continued to be used in another pump. It was unknown what tubing list number and lot number was being used. It was unknown if the pump and tubing set was tested. The tubing set is not available for investigation. There was no report of harm as a result of this incident.

Manufacturer narrative:
The device was received in good general condition. The pump log analysis found that the concurrent infusion program on line b was not started until line a infusion got over. The nurse mentioned the total volume delivered on line b as 22.4ml which is the correct infusion, and the device was working as expected. The device completed a full pvt without issue. The a+b leds only flashed whenever the appropriate line was infusing. The complaint was not confirmed, and no probable cause could be determined.